Event description:
It was later reported that for the past six months the patient has experienced a rubber band sensation around her lower rib which was hardly noticeable. The rubber band sensation was felt from the lead incision site all the way around her lower ribs while laying on her back. There has been no trauma or falls in association. The leads as they come out of her back have been moving. She never turns off her stimulation so she did not know if turning the stimulation off would resolve the issue but would try. There have been no changes in therapy and the overall therapy was working quite well for her. She had an appointment with her doctor on (B)(6) 2013 to discuss this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 377760, lot # v010769, implanted: (B)(6) 2007, product type lead. Product ID 377760, lot # v013515, implanted: (B)(6) 2007, product type lead. Product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger. Product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer.

Event description:
Follow up information reported that the patient had no concerns with their device therapy. If additional information is received, a follow up report will be sent.

Event description:
The patient did not have concerns with their device or therapy. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was experiencing pain which started yesterday; it felt like it was a t10 area. The patient could see something under the skin. It looked like a movement of the leads. It was painful when the patient lay down. The system was working. The patient was concerned about her back. The lead was outlined. There was no redness or swelling. The patient was recharging at the time and it felt like it was a bunch of bed linen under her. The patient could feel the lead going to the back to the base of the stimulus. The patient's husband could see something. The issue just happened last night. If additional information is received, a follow up report will be sent.